Manufacturer narrative:
Device not available for return.

Event description:
It was reported that opening the sterile package at the user facility, there was a grease-like film on the handpiece. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Device has not yet been returned for evaluation.

Event description:
It was reported that opening the sterile package at the user facility, there was a grease-like film on the handpiece. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.